Event description:
The surgeon implanted a 3-piece silicone lens model aq2003v and was torn during insertion. The lens was implanted and removed without patient injury. The model and lot numbers of the cartridge and injector were not specified by the facility.